Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://jbjs.org/content/75/4/554.article-info. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that one patient who had a bilateral procedure sustained a fracture of the pelvis secondary to trauma.

Manufacturer narrative:
No device or photo was provided therefore the condition of the component is unknown. Device history records cannot be reviewed since the part and lot numbers are unknown. The reported device is used for the treatment. Complaint history search and compatibility cannot be reviewed since the part and lot numbers are unknown. Relevant medical history and adherence to rehabilitation protocol are unknown. A definite root cause cannot be determined with the information provided.